Manufacturer narrative:
On 10-aug-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and microbubbles were visible in the clear hub of the vizigo sheath when a catheter was inserted into the vizigo sheath. The physician slowly aspirated the microscopic bubbles out, but every time he insert the ablation catheter it introduced more microscopic air bubbles. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. An irrigation test was performed, and during the analysis, leakage was observed. Afterward; a microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 00002254 number, and no internal actions related to the reported complaint condition were identified. The hemostatic valve broken condition could be related to the issues reported; therefore, the customer complaint was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and microbubbles were visible in the clear hub of the vizigo sheath when a catheter was inserted into the vizigo sheath. The physician slowly aspirated the microscopic bubbles out, but every time he insert the ablation catheter it introduced more microscopic air bubbles. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported. Additional event information: the vizigo sheath was exchange over the wire that came with the system after the transeptal was done with another sheath system. Baylis needle with st. Jude sl0 sheath. No medical intervention since no complication was reported during that issued. No neurological symptoms were reported mid or post procedure. The microbubbles are not MDR-reportable. However, the air introduced into sheath after catheter inserting is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).